Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a unspecified procedure, the string on the device malfunctioned. The radiologist was unable to pull the string on the flexima catheter. The device's "pigtail" seemed to pull back on itself. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok. However, analysis revealed a broken suture.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received in a generic plastic bag. The device was returned with the cannula stuck on the tip of the catheter. A transversal cut made to the tip of the catheter shows the cannula was stuck inside the profile tip. Additionally the suture was found broken. When attempting to remove the cannula, the catheter extrusion at the distal ends buckled/accordion. After remove the cannula, it was inserted and passed freely and no occlusions were found. The device was dimensional inspected and all the measures were found within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).